Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jan-2023. H6: investigation summary a complaint of sets breaking apart easily was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated at the maxzero, and the connection of the two maxzeros, and at the connection to the bottom half of the set. Some traces of solvent could be seen on the tubing. A device history record review for model mz9265 lot number 22045768 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was completed. The root cause was determined to be a lack of solvent added to the component, causing it to be easily separated.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) the set was broken. There was no report of patient impact. The following information was provided by the initial reporter: ext set is breaking apart when coming out of packaging.

Manufacturer narrative:
Investigation summary a complaint of sets breaking apart easily was received from the customer. No sample was received for this complaint. A device history record review for model mz9265, lot number 22045768, was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) the set was broken. There was no report of patient impact. The following information was provided by the initial reporter: ext set is breaking apart when coming out of packaging.